Event description:
It was reported by service report that the left outer siderail panel was cracked with exposed sharp edges. It is unknown if there was patient involvement or adverse consequences to report.

Manufacturer narrative:
Result: left outer siderail panel was cracked with exposed sharp edges.